Event description:
Fourth occurrence of a pneumothorax with the covidien kangaroo nasogastric feeding tube (B)(4). Product was placed into inpatient hosp. Stock 3rd quarter of 2013 to replace a previous weighted ng tube. Staff was educated. One occurrence of a pneumothorax after placing this ng occurred in (B)(6) 2013 with a physician placing. Two more occurred in 4th quarter of 2013 with tenured rns trained in the placement of this tube, staff was re-educated. A 4th occurrence in (B)(6) 2014. The company was notified. The ng tube was removed from stock. Reason for use: feeding tube. Xray is taken after placement to validate position in the stomach. Xray noted these tubes were in the right mainstem and tube was removed.